Event description:
Related manufacturer reference number: 2017865-2022-13880. It was reported that the patient presented in clinic for follow up. Review of x-ray revealed that the left ventricular (lv) lead was not capturing to dislodgement. Device interrogation showed poor sensing on the right ventricular (rv) lead. The physician elected to explant and replaced the lv lead and reposition the rv lead. The patient was in stable condition.